Event description:
Customer returned a fractured implant and abutment screw. In contrast to what was reported as lack of primary stability. It is not possible to have fractured implant and screw in the case of 'lack of primary stability, in which the implant was never placed. Attempts were made to obtain additional information with no response received from the distributor. Therefore, the complaint was investigation took into account the customer's report and what was discovered during the investigation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual inspection of the returned implant identified a fractured implant collar and what appeared to be part of a fractured screw inside the drive feature of the implant. Significant signs of wear was also noted along with bone debris and dried blood present on the outside threads and inside of the implant. The reported implant system could not be placed due to lack of primary stability. The tooth location was 12 and the patient was reported to have low bone density of type iii bone. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Complainant reported that the implant could not be placed due to lack of primary stability. However, the implant returned was inconsistent with what was reported. Due diligence to clarify and reconcile the event and the product was conducted and no further information was provided. The reported complaint could not be verified. However, a fractured implant could be verified, which was not reported to the manufacturer. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the implant was not placed due to lack of primary stabililty.